Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead with different model was implanted. No additional adverse patient effects were reported.